Manufacturer narrative:
A rad/gain calibration was performed, but did not resolve the issue. It was determined during a system checkout that the 2d maximum dose was too low. A manual calibration of the system resolved the issue. After calibration system performed properly.

Event description:
During a spinal fusion case it was found that the 2d images were sub-optimal in quality. The procedure was completed with no impact to the patient outcome.

Manufacturer narrative:
Patient identifier provided.(B)(4). The software investigation of the logs found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.